Event description:
A voluntary user facility medwatch report (report # was not provided) was received and a copy of the received report will be included with this report. This is 1 of 1 report for complaint #(B)(4). Reference (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusions could be drawn, as no product was received.